Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -14.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2013. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault and the problem was resolved. It was reported that the initial lens tore during removal.

Manufacturer narrative:
(B)(4).